Event description:
It was reported that the procedure was to treat stent thrombosis of a previously implanted xience v stent approximately seven months post stent implantation in the mid left anterior descending artery with binary restenosis of approximately 70-80%. A balance middleweight (bmw) elite guide wire was advanced and two trek balloon dilatation catheters were used to dilate the vessel; however, after the fifth time of balloon manipulation, small particles of the yellow guide wire identifier broke off (peeling) from the proximal end of the bmw elite guide wire outside of the patient anatomy. The bmw elite guide wire was replaced with a bmw universal guide wire and a xience prime stent was implanted to treat the thrombosis. The patient was reported to be doing very well and was discharged from the hospital one day post procedure. There no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The bmw elite guide wire mentioned is being filed under a separate medwatch report number. There was no reported product deficiency and the product was not returned. The reported patient effect of thrombosis, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.